Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause for the reported device migration appears to be related to procedural conditions. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. The sizing of the device was determined via transesophageal echocardiography (tee) and angiography imaging. During the procedure, tee and x-ray systems were utilized. The device required multiple repositioning attempts due to patient anatomy. The close criteria was met. The device was implanted. There was no leak around the lobe of the device. On (B)(6) 2024, it was discovered that the device had shifted in location on tee. The device was still in the entrance to the laa, and the device was above the circumflex artery. The patient did not experience any clinical signs or symptoms. The patient was transferred to another hospital for further management. On (B)(6) 2024, the device was explanted via transcatheter snare. The implanting physician believed the cause of the migration was due to positioning the occluder with the wrong landing zone in the neck. The laa had multiple lobes, the occluder was placed in the lower lobe due to the short landing zone. The puncture site on the septum was not optimal. The patient status was reported as stable.